Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed black screen and failed to work. The field service engineer (fse) found that the station was not powering on due to a bad controller board on half height drawer 2.1. The fse replaced the board with a new one, ran the final test, and it passed. The station was up and running, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not working and displayed a black screen. The customer attempted to troubleshoot the issue by powering off the device, unplugging it, and checking the electrical outlet; however, the screen remained black, and the device did not recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.